Event description:
On (B)(6) 2013 the reporter contacted animas to report a priming issue in that the pump did not detect the cartridge during the priming steps. The technical service representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach him by telephone. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
Follow-up #1, date of submission 02/19/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings: the black box recorded a loss of prime event due to an empty cartridge alarm. It was observed that the pump was not primed within 3 minutes of the empty cartridge alarm. There was no loss of prime events during investigation. The force sensor calibration reading was observed to be within specifications. The pump was opened and removed from the case and no internal defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.